Manufacturer narrative:
Additional information: d2. The investigation has been completed and the results are as follows: DHR results the lot information was not provided therefore the DHR could not be reviewed. Stock product reviewed results the lot information was not provided therefore the stock product could not be reviewed. Investigation methods/results the reported product has not been returned to date therefore an analysis of the physical product could not be performed. Root cause description the root cause cannot be explicitly determined as the issue could not be specified. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Requests have been made for additional information but the reporter could not provide additional information due to data loss they experienced. This report captures the second of three explants reported with no additional information. The additional reported devices are captured in the following medwatch reports: 3011649314-2025-01401, 3011649314-2025-01403. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that there were three device that failed and had to be explanted. No additional information was provided.